Event description:
Developed excruciating pain in shoulders and hips. Went to see dr and was told the mesh looked good but couldn't explain the sudden pain in shoulders and hips. Went to see a dr for shoulder and hips, was given a shot for both with no relief. Went to family dr, and wife asked about giving me prednisone to see if I had polymyalgia rheumatica which I did. I went to see a rheumatologist and it was verified. Now I am having a temporal biopsy because the rheumatologist feels I may have giant cell arteritis, due to vision issues, headaches, face pain, temporal pain, dizziness.